Event description:
The pt requested the pump be replaced with one with a larger reservoir to decrease the frequency of refills. No pt symptoms were reported. The pump was explanted after an implant duration of 67 months. It was replaced and returned to the manufacturer for analysis. The pt is reported to have recovered without sequela.